Event description:
Patient was on a sitter alarm which monitors and alarms when patient is at a fall risk and moves weight off sensors. Patient was found sitting next to the low bed and alarm did not activate.====================== health professional's impression======================device did not alarm that the patient was close to getting out of the bed.====================== manufacturer response for patient fall risk alarm (sitter), sitter alarm======================manufacturer took down the information off the device and we believe took a picture of the item. Replace the batteries on the product but product still failed.